Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) jumped during retrograde movement through a 99% stenosed lesion in the mid left anterior descending artery and struck a bend in the vessel wall, causing a perforation. The oad may have interacted with a pre-existing aneurysm in the vessel, but this was not confirmed. The perforation was resolved with balloon tamponade and a covered stent and the procedure was continued. The patient was responsive after the procedure but later expired during helicopter transport due to impella device dislodgement.